Event description:
It was reported when using the pyxis medstation es system that it had an issue with a drawer failure, device not detected on the bus. The customer reported there was a delay in dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that it was a malfunction caused by a row board that did not lit up. A field service engineer replaced the row board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.